Event description:
It was reported that the patient received inappropriate high voltage therapy while receiving therapeutic radiation treatment in the area of the implanted device. The inappropriate therapy continued when the radiation treatment was stopped. Noise was noted on both atrial and ventricular channels. It was suspected the device was damaged by the radiation therapy which resulted in noise and inappropriate therapy.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.